Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The receiver snap was replaced. The service representative recommended that the debrider attachment be replaced. The system operates as intended.

Event description:
The customer reported that the instatrak 3500 system needs the attachment installed. No patient injury was reported.